Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the battery pack (communicator) no longer works. The patient stated that it charges, but it only lasts a minute, so they cannot adjust the stimulation level. Patient stated that the battery light is orange since yesterday, then said that it turns green, then back to orange. Agent had the patient power on the communicator and connect to the ins. Patient saw "internal device has lost all data contact clinician" message. Agent reviewed the error message and redirected the patient to the hcp to have the device reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.